Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred when the customer attempted to install a new cartridge. Blood glucose was 113 mg/dl. The customer was unable to recall the total amount of insulin in the cartridge at the time of the events; however, successfully completed the load sequence each time by adding insulin to the cartridge.